Event description:
The source literature reported that this patient experienced a local staphylococcus bacterial infection in the pocket following a malignant melanoma excision procedure. The physician explanted and replaced the device and the right ventricular lead to resolve the event. The patient successfully completed chemotherapy and was stable with no additional adverse effects were reported.